Event description:
According to the reporter, during a laparoscopic cholecystectomy, when placing the clip on the cystic duct, the surgeon was able to squeeze the handle, and there were issues with the loading or firing of the clips. Moreover, it dissected the duct. An intraoperative cholangiogram was then needed. It was noted that the tissue was damaged and the cystic duct was transected. Another clip applier was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.